Event description:
It was "I have a PICC that seems to be defective. It was inserted on (B)(6) 2022. It is leaking at the hub. The needless connector was changed multiple times, and it still leaked. A syringe was connected at the hub to test if there was an issue with the needleless connector, and it still leaked. The PICC is being exchanged." Add info rcvd (B)(6) 2022: what type of catheter securement was utilized? Statlock no pt harm.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1242 showed eight other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. The sample was received with an unattached needleless injection cap. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, during pressurization, a leak was observed at the junction between the luer adapter and the syringe. After attaching the needleless injection cap, leakage was observed between the luer and the cap as well. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the syringe, firm attachment of the cap, and full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the cap. Photographs of the sample have been forwarded to the manufacturing site for further evaluation.

Event description:
It was "I have a PICC that seems to be defective. It was inserted on(B)(6) 2022. It is leaking at the hub. The needless connector was changed multiple times, and it still leaked. A syringe was connected at the hub to test if there was an issue with the needleless connector, and it still leaked. The PICC is being exchanged." Add info rcvd 02/28/2022: what type of catheter securement was utilized? Statlock. No pt harm.